Event description:
It was reported while using bd phaseal¿ optima injector n35-o there was a connection problem. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer they heard a snap while twisting the syringe. Again there was no leaking from this syringe and it was twisted as tightly as it could have been. Twisting this further resulted in a ¿snap¿ sound. The pharmacist reported that one of the injectors was not connecting completely. It would turn about halfway up the connection and then there was resistance. By turning it further and trying to force the connection, it would snap/crack the connection port. For these connections there was no leak from the connection (even though it was only secured half-way). However this present a risk for it to fall out, or untwist more easily.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. No physical samples that display the reported condition were provided for investigation. One photo was received which shows two optima injectors each connected to syringe, it was noted the luers are not fully threaded. There is no visible damage or defect with the injector luer that can be identified within the photo. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As a lot number was unavailable for this incident, a device history record review could not be completed. Based on the available information we are not able to identify a root cause at this time. It is important to ensure all connections are securely tightened. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.